Manufacturer narrative:
The visual inspection shows that, the plunger was depressed and tension spring still inside the deployment tube. Other observation, the seal was loaded inside the deployment tube and cracked. Therefore, the complaint is confirmed based on how the seal was received.

Event description:
The hosp reported that during a coronary artery bypass procedure, 5 heartstring seals did not deploy into the aorta. A replacement seal (sixth one) was used to complete the procedure. No pt effect was reported by the hospital. This report is for the second seal.